Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, the keypad flex connector on the lcd board was locked. All buttons function properly. The insulin pump has minor scratched display window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that sometimes the act button will sometimes lag and sometimes depress quickly. The customer insulin pump is not dropped or exposed it to moisture. The customer was advise that the insulin pump need to be replaced. The customer was advised to remain on back up plan until replacement is received.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.